Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Based on the results of the quality investigation, the bearings were worn. The bearings, rotor housing, front bearing retainer, vanes, dynamic seal and hose were replaced; preventative maintenance was performed on the drill unit and returned to the customer.

Event description:
It was reported that the handpiece attachment heated up. The event did not occur during a surgical procedure, and there was no patient involvement. There are no known adverse consequences alleged with this event.